Manufacturer narrative:
Correction for ins implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# : (B)(6), product type: lead. Product ID: b3300542m, serial#: (B)(6), product type: lead. Product ID: b3400060, serial#: (B)(6), product type: extension. Product ID: b3400060m, serial#: (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of the issue was not determined and there were no further action s/interventions planned. They did impedance controls with their head in different angles, but it was stated the shocking sensations did not change relative to body angles. The electric shocks have however been increasing and no specific time or movement causes them. The patient did not have a fall or accident and the stimulation is always on; stn stimulation for parkinson's disease. If they change the settings they have impedance disturbances so they could not change them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is feeling electrical shocks around the implantable neurostimulator (ins). It is unknown when the patient experiences the shocking sensation. It is irregular and there is no specific time or movement. The patient did not experience a fall or an accident. The shocking sensation is only present when the ins is on as the patient always has the stimulation on because it is in subthalamic nucleus. The patient does not experience the shocking sensation in a specific body position. Reprograming with a different electrode combination was not performed as the physician is satisfied with therapy results. The physician stated they have noticed that if they do not program the whole ring, they would get impedance disturbance. Left electrode: 1a (0.2ma), 1b (0.6ma), 1c (0.4ma), 2a (0.2ma), 2b (0.6ma), 2c (0.4ma) negative to ins positive, 130hz, 50¿s, 1.9 ma. Right electrode: 9a (0.8ma), 9b (0.4ma), 9c ( 0.2ma), 10a (0.9ma), 10b (0.5ma) and 10c ( 0.3ma) negative to ins positive, 130hz, 50 ¿s and 2.7 ma.